Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. It was reported that the left ventricular lead had a sudden rise in threshold and the measurement was high. The lead was reprogrammed and is still in use. The patient is enrolled in the system longevity study/product performance platform. No patient complications have been reported as a result of this event. No evaluation other description: the lead is still in use. (B)(4).

Event description:
It was reported that the left ventricular lead had a sudden rise in threshold and the measurement was high. The lead was reprogrammed and is still in use. The patient is enrolled in the system longevity study/product performance platform. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.